Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the sureform blue reload had malformed staple and was found to be broken and to have some debris after firing. The fragments fell into the patient and were retrieved during the same procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: both the instrument and reload were inspected prior to use with no abnormality. As soon as the customer started to use the instrument for stapling, the blue fragment fell into the patient body after the 1st fire on the stomach tissue. All the fragments were retrieved during same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The stomach tissue was not calcified and did not expose to any radiation or chemotherapy prior to the procedure. There was no tissue tension nor bunching. No staples were observed in the reload pocket that did not deploy after firing the stapler instrument. The surgeon did not experience any clamping issues prior to firing the stapler reload and did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. Buttress material was not used. There were no malformed staples and no holes observed in the staple line. The staple line was completed. No error message was generated. Another instrument/reload was used to continue the procedure. The procedure was completed robotically with no report of patient injury. It was unknown why the surgeon selected the blue reload. The stapler was discarded and would not be returned. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform blue reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. A review of the product log for the sureform blue reload (part# 48360b) associated with this event has been performed. Per this review of the logs, the sureform blue reload was used with the sureform stapler instrument (part# 480460-09/ lot/serial# (B)(4)) on (B)(6) 2022 via system serial# (B)(4). The reload is a single-use product. A review of the system log for the sureform stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: logs show that pn 480460-09, lot (B)(4) was installed once and fired one blue reload. Firing was completed per the logs with no pauses for compression. There were no incomplete clamps by the instrument. No stapler related errors in the msc logs. A review of the provided image was performed by an isi fae. The following additional information was provided: the blue fragments are of a similar color to the blue sureform reload, but it cannot be confirmed that the fragments came from the reload since the reload is wrapped in gauze and only the distal tip is visible. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the product. No further escalations required for the image review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the fragments from the sureform blue reload fell into the patient during a da vinci assisted procedure. The fragments were retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform blue reload involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "after stapling, found that assumed to be fragments (from blue part) were fallen on tissue." Failure analysis found the primary failure of cartridge damage to be related to the customer reported complaint. Upon visual inspection, the reload was returned used and fired. There was cartridge damage observed in multiple locations. There was damage seen at the proximal end and within the knife track. There was no missing material at the external proximal end. The reload was disassembled in-house and the knife slot appeared to be damaged with signs of missing material. Fragments were not returned. As a result, measurements are not able to be recorded. A review of logs showed no firing failures. The root cause of this failure is attributed to mishandling/misuse. An additional observation not reported by the site was that the reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to mishandling/misuse.